Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a friend/family member regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was feeling stimulation in the wrong area. The patient normally felt it in their back and now they felt it in their stomach. Patient services walked the caller through groups b and c, but the caller said the patient still did not feel it in the correct area. The patient requested that a manufacturer representative be present at their appointment on jun-27 and the patient was directed to follow-up with their healthcare professional. No further compilations were reported/anticipated.